Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the anchor was broken in half. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. It was reported that an orange knotless awl was used in this procedure. The IFU instructs using the healix transtend 3.4mm awl-tap for this anchor. The root cause for this failure can be a combination of the above mentioned issues. A batch review was conducted and our results indicate that this batch was processed with an unrelated nc and ot and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair, it was observed that the nose of the customer's healix br 3.4 mm anchor broke while being inserted through the soft tissue. The sales rep stated that he was not sure if the surgeon was off-axis. He stated that the surgeon was just starting to push through the soft tissue and he believes he hit the humeral head. The sales rep reported that the surgeon prepped the hole with the orange knotless awl. The surgeon completed the procedure with another like implant with no patient consequences or delay. The sales rep stated the bone quality was fair. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.